Manufacturer narrative:
No ventilator logs have been provided and no service on the ventilator has been requested. The user facility performed service by themselves via a third-party service provider. Additional information from the user facility stated that during testing, the ventilator failed the gas supply and o2 cell/sensor tests during pre-use check. It was observed that the pressure of oxygen supply in the hospital wall gas supply was too low. The wall gas supply was adjusted to normal pressure and then the ventilator passed all functional and safety tests and was cleared for clinical use. The root cause of the ventilation issues were an insufficient hospital wall gas supply. There is no ventilator malfunction. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, the physician observed that the patient¿s blood oxygen saturation was low but the level is unknown. The ventilator was disconnected from the patient and it was replaced. Thereafter the patient¿s blood oxygen saturation values got back to normal. The final patient¿s outcome was no harm. Manufacturer's ref. #: (B)(4).